Event description:
It was reported the patient had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0cvdw, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The reported a shocking or jolting sensation and achy pain. The stated interstim was it was too high and was having pain. She tried to lower the stimulation but the programmer was not working. The patient stated that sometimes the pain had been constant and sometimes it came and went. The pain was in between an achy and a very sharp pain and last night had pain which would not let her sleep. The patient indicated that about a week she had been seeing the "replace battery" but was not sure what that meant. It was later reported on (B)(6) 2014 that the component involved was the programmer, there was no troubleshooting. The patient was walked through the phone on the use of the programmer and the matter was resolved. The cause of the event was determined. It was reported as unknown if device related. The patient outcome was reported as recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.